Event description:
The customer reported that the insulin pump alarmed no delivery and had physical damage. Troubleshooting was done. Customer's blood glucose was 125 mg/dl. Customer stated the reservoir compartment had sharp edges and it was broken off pieces. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed displacement test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm. Insulin pump received with minor scratched display window. Insulin pump received cracked case display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with broken reservoir tube lip. Insulin pump received with cracked reservoir tube. Insulin pump received with broken belt clip slot.